Manufacturer narrative:
(B)(4). Batch # l51d3e. The analysis results found that the cdh33a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what were the indications for surgery? Resection of rectal cancer. Did the patient receive any chemotherapy or radiation prior to the surgery? No. Who fired the device and what was his/her experience? The surgeon fired the device. The anvil was approximated with stapler hub with full compression (maximum level of compression), safety was released, audible and physical feedback was felt, anvil was loosened from device and evidence of no staples, examined the donuts on back table - they were perfect. What there any audible or tactile feedback? Yes. Was the washer inspected? If so, what was their appearance? Yes and it was fully in tact. Was the device harder to fire than expected? No. Where within the green range was the device fired? Yes. What was the cause of the initial leak on the second device firing? Inadequate suturing of colon around anvil. Was the ileostomy planned? Per the surgeon, the ileostomy was due to the product failure. Is the ileostomy permanent or temporary? Temporary. What does the surgeon believe caused the leak? How was the leak repaired? Anvil oversew. What is the current patient status? No complications - patient is home and doing well.

Event description:
It was reported that during a revision of lower anterior resection procedure, the surgeon walked into the room and saw the stapler and asked who had fired it because he could see the staple drivers up. There were two complete donuts that looked nice but he could not see staples. There were no staples in the abdomen. He did not check the device or the back table to see if there were staples there. There was a hole in the rectum and in the colon. They were able to resect more of the rectum and fired another circular stapler. That stapler fired fine. There was an initial leak, not due to the stapler, probably due to the purse string, and they repaired the leak. The case was completed with the patient receiving an ileostomy.